Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fall and dizziness. It was noted that the right ventricular (rv) lead exhibited oversensing of the intrinsic p waves, undersensing was noted on the stored electrograms (egm) and dislodgment of the rv lead was suspected. It was also noted that the right atrial (ra) lead exhibited dislodgement. Rv lead and ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were replaced with a leadless pacemaker system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that occlusion was noted during the revision procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were revised.